Event description:
We recently changed from a different manufacturer product to covidien needles and syringes. The operating room is now complaining the wings to place your fingers under to grasp the syringe while depressing the plunger are too small. The wings do not allow for a proper grip when trying to use the syringe with wet gloves on. The syringe easily slips out of your hands. We examined all of the syringes and found that 20ml and the 35ml covidien syringes have little more than nubs while the 12ml and 60ml syringes appear to be closer to the size of the previous manufacturer's product. We contacted our sales rep and she said the 20ml and 35ml syringes are manufactured at a different facility than the 12ml and 60ml syringes. We looked up the products on the covidien web site and the pictures match the inconsistencies we are observing. No additional rational has been provided for the inconsistencies. Manufacturer response for 20ml syringe, monoject (per site reporter): sales rep stated products are manufactured at different plants. Manufacturer response for 12ml syringe, monoject (per site reporter): sale rep stated the syringes are manufactured at different plants. Manufacturer response for 60ml syringe, monoject (per site reporter): sales rep stated syringes are manufactured at different plants. Manufacturer response for 35ml syringe, monoject (per site reporter): sales rep stated syringes are manufactured at different plants.